Event description:
The customer reported that the unit alarmed due to pressure sensors failure. The customer reported there was no patient involvement. The field service engineer (fse) was able to duplicate the reported problem and replaced the data acquisition pcb to motor controller pcb cable.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).